Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer stated the lancet device would not retract after firing. The lancet was properly seated. The lancet protruded from the cap. No adverse event alleged. A request was made for the return of the device.